Event description:
It was reported that while prepping for percutaneous coronary intervention stent damage was identified.during preparation it was noted that a 3.00x20mm promus element stent had stent struts that were lifted. The stent did not enter the patient. The procedure was completed with a another of the same device. No complications were reported and the patient's status was good.

Event description:
It was reported that while prepping for percutaneous coronary intervention stent damage was identified. During preparation it was noted that a 3.00x20mm promus element stent had stent struts that were lifted. The stent did not enter the patient. The procedure was completed with a another of the same device. No complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).age at the time of event: 18 years or older.device is combination product.(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination identified stent damage. The struts on the seventh and eighth row in from the distal end of the stent were misaligned, and raised up. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon of the device were visually and microscopically examined and no issues were noted with the profile of the balloon that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. There was some damage noted to the tip of the device. A visual and microscopic examination found that the hypotube had kinked approximately 615mm distal from the catheter's strain relief. Several smaller kinks were noted along the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).